Manufacturer narrative:
Pump was received with cracked and bleeding lcd glass. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to damage lcd glass. Pump had cracked case at display window corner, scratched case, cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated they got hit by a car while riding in a bike. The customer¿s blood glucose level was 235 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.